Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event; the output connector assembly was broken. Analysis also found a capacitor was damaged on the main printed circuit board (pcb) assembly. It was noted the upper case and lower case were dented.

Event description:
It was reported the atrial and ventricular connectors were broken. The external pulse generator was returned for service. There was no patient involvement.